Event description:
The customer stated that he was treated in the emergency room for high blood glucose. No blood glucose reading was reported. The customer stated that he was perspiring and was nauseated when he arrived at the emergency room. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.